Event description:
It is reported that patient underwent a revision due to liner wear adn osteolysis.

Manufacturer narrative:
Other devices used: catalog #00784001200, versys beaded stem, lot #58733100 catalog #00620005223, trilogy spiked acetabular shell, lot #18065300 review of product images received confirmed eccentric wear on the polyethylene liner. The devices remained in-vivo for approximately 15 years 10 months. These devices are used for treatment. Based on revision notes received for review, the surgeon has suggested that failing right hip arthroplasty was related to polyethylene wear and underlying osteolysis. Primary reason for eccentric polyethylene wear was due to the abduction angle of the acetabular component, as stated by the surgeon. Surgical technique recommends an abduction angle of 45 degrees. Moreover, the wear would have been exacerbated after 15+ years of use. Review of surgical notes did not provide any significant contributing factors for corrosion. An exact cause for the reported corrosion cannot be stated with certainty.

Manufacturer narrative:
Information was received form a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.